Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. The reported issue was verified. The cause of the condition was related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set separated from the main body. This occurred prior to use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient involvement. No additional information is available.